Event description:
The patient is implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been having issues since shortly after his implant with increased lactate dehydrogenase and hemolysis. A heart became available and the patient was transplanted.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the reported event of hemolysis and the device could not conclusively be determined. The patient was transplanted on(B)(6) 2014, however hemolysis is listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: per the vad coordinator, the device was functioning appropriately with no issues or alarms and would not be returned for analysis.